Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 6 months. (Calculated from the date of manufacture). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and a no external power event on (B)(6) 2017 at 10:14:08 am was observed. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During these events the patient¿s system controllers internal battery provided power to the pump as designed. No additional information provided.